Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump failed accuracy test by -11.9%. It was also stated that the lens was foggy. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed evidence of fluid ingression at the downstream occlusion sensor and that the lens was worn. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation of delivery accuracy was not confirmed. The lens was replaced.